Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however, a like device catalog # 75447545, 510k # k042025 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient underwent a revision surgical procedure due to screw loosening and pseudoarthrosis at l3-4. New hardware was added.

Manufacturer narrative:
Films were supplied for review which found: on (B)(6) 2010 shows single plif at l5/s1 with metal interbody support. Rods, spacers and screws appear well positioned. On (B)(6) 2012 ap x-ray shows expansion to l3 with pedicle screws at all levels, crosslink between l4 and l5, the addition of plif spacers at l4/5 and a cage tlif at l3/4. Drain is seen in place. No evidence of failure or malposition and no reason for the revision is apparent. On (B)(6) 2013 ap x-ray shows extension of construct to t12 with removal of the capstone at l3/4 and the l3 and l4 screws. Position appears good for all components of the construct. Descriptors suggests interval infection and need for debridement and metal removal. Lateral view shows good position of construct with near bone on bone disc narrowing at l3/4. Sclerosis and cysts at this level are consistent with infection. On (B)(6) 2013 further revision now shows extension with iliac screws and revision across l3 andl4 with reintroduction of pedicle screws at this level and metal removal down to l2. Interbody spacers remain at l4 and l5. Lateral view shows further degeneration and disc space collapse at l3/4.

Manufacturer narrative:
Additional info: visual review did not identify complaint identified with regard to the returned implants. After visual review, no evidence was found that would suggest a defect in manufacturing or processing of the associated returned product. The implants appear to be capable of performing their intended function.